Event description:
Diameter 9 mm matryx interference screw broke during insertion. All parts were retrieved.

Manufacturer narrative:
As we haven't got information about the ref and lot number of the product in question, we can not perform any kind of investigation of the device for this case. There was no 7.3 mm matryx interference screw tap available in the operation. Doctor decided to use a bone tap of other interference screw. As matryx interference screw has an unique thread profile, the tapped profile didn't match the screw thread profile. This is the most probable reason for the breakage. In the IFU of the matryx interference screw it is stated: "for the 7.3mm, 8mm and 9mm matryx interference screw, tapping is required. The risk of implant breakage can also be reduced by "nothing" the tunnel and "dilating" the bone block / tunnel wall gap with the tip of the bioscrew driver and "tapping" with the 7.3 mm matryx interference screw tap."